Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that on (B)(6) 2012, the patient received a result of critical high (which for them goes up to 500 mg/dl) on the inform system compared back to back with a result of 203 mg/dl on a comparison lab when testing was performed within 10 minutes. No actions were reported taken or treatment received. Reporter also alleged that on (B)(6) 2012, the patient received a result of 40 mg/dl on a comparison lab at 5 am (although the result was not reported until 6:20 am). Reporter stated that at 5:36 am, they tested the patient on the inform system and received a result of 163 mg/dl. Reporter stated that they gave the patient 2 units of insulin based on the inform result and the patient's sliding scale. Reporter stated that the patient began to show symptoms of hypoglycemia and was treated with d-50 at 6:30 am and also orange juice. Reporter states that at 6:55 am, the patient was feeling better. No other actions were reported taken or treatment received. A request was made for the return of the affected product.